Event description:
The customer reported a red fluid leak of approximately 1ml from the probe on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/09/2015. The fse replaced and aligned the probe wash collar, and the leak was resolved. (B)(4).